Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy (B)(6) mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage to the centre of the stent. Stent strut rows 18-24 from the proximal end of the stent were damaged and deformed. The remainder of the stent struts appear undamaged. The proximal end of the stent had moved slightly in a proximal direction to the extent that the first strut is covering the proximal markerband. The outer diameter (od) of the undamaged section was measured which is within specification. The balloon cones were reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion revealed a kink in the midshaft at approximately 30mm distal from the hypotube/midshaft bond. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on april 21, 2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right posterior descending artery (rpda). A 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.